Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 5076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that soon after implant the right ventricular (rv) lead would not stay in position and was suspected of having tissue lodged in the helix that would not allow the rv lead to secure into position. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.